Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a bilaterally implanted patient who posted on social media alleging that their light adjustable lens (lal) was explanted from one eye. Due to the limited information available, rxsight is unable to determine if this complaint has been previously reported in a medical device report.